Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to link detachment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 correction: date of event updated from 8/14/2024 to 8/6/2024. D4 correction: catalog # and model # updated from unk prostyle to # 12773-02. D4 correction: lot # updated from unknown to 3040341. D4 correction: primary UDI number updated from unknown to (B)(4). D9 correction: device available for evaluation updated from no to yes e1 correction: initial reporter updated to (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure using a prostyle device relative to an unspecified procedure. Reportedly, an unspecified product experience occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.